Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: no anomalies found.

Event description:
It was reported the device treated 5 ventricular tachycardia/ventricular fibrillation episodes that occurred in 2009 by delivering high power energy shocks of 0.3 joules and 0.0 joules. The patient died that day in spite of an ambulance call, resusitation attempts, and 5 external defibrillation shocks. Interrogation of the device was done 6 days later, and revealed a battery voltage of 3.0v and lead impedances that were noted as 'ok'. The cause of death was ventricular tachycardia. No autopsy was performed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.